Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit displayed blood in line error. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(Additional contact information: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the crm and safety disk, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.